Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of death, cardiac arrest, hypotension as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects cannot be determined. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report the patient death. It was reported that the mitraclip procedure was performed to treat grade 4+ functional mitral regurgitation (mr). The steerable guide catheter (sgc) and the mitraclip delivery system (cds) were advanced. The first mitraclip was deployed; however, after deployment, the systolic blood pressure decreased from 115mmhg to 75mmhg. Adrenaline was injected, and the systolic pressure increased to 150mmhg and the patient status was considered stable. To further reduce mr, a second mitraclip was advanced, and during leaflet insertion assessment the blood pressure decreased rapidly from 120/80mmhg to 50/30mmhg, so the clip was quickly deployed, and the devices removed. Mr was reduced to grade 1. After device removal, the patient went into cardiac arrest and cardiac resuscitation was performed. The hemoglobin level decreased from 10 to 5 g/dl and a transfusion was performed. No injury to the veins or arteries was detected. After forty minutes of cardiac resuscitation, the patient was declared dead. Per the physician, the mitraclip did not cause or contribute to the death. No additional information was provided.